Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 27.8 mg/dl. The customer's current blood glucose was 40 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by bolus with food. Troubleshooting was done for low blood glucose and over delivery. Customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was unknown at the time of event. The insulin pump will not be returned for analysis.